Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jan2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, infection (local, driveline, and pump pocket), right heart failure, sepsis, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with having progressive dyspnea that started on (B)(6) 2021 and 10 pounds of weight gain in the prior week. The patient had a brain natriuretic peptide of 3321. The patient received IV (intravenous) furosemide (lasix) 60 mg. The patient had elevated aspartate transaminase (ast) and alanine transaminase (alt) levels and received an abdominal computed tomography (CT) scan which showed no acute liver findings. The patient had a maximum temperature of 100.6 degrees fahrenheit and was tachypneic and intermittently tachycardic. The patient had an elevated leukocyte count of 17,000 and cultures were drawn. IV cefepime 2 mg was given and vancomycin was given to maintain trough of 15-20 mcg/ml for suspected sepsis. The heart transplant team assumed 2/2 congestion and volume overload. The patient continued to receive IV furosemide 80mg three times daily. On (B)(6) 2021 the patient had less tachypnea and no tachycardia. The patient's chest CT revealed patchy ground glass opacities on the left lung. Cultures were negative to date. The patient's peripherally inserted central catheter (PICC) line was removed and noted as a concern for a component of septic shock. The patient was downgraded to furosemide twice daily at 20mg/hr. On (B)(6)2021 the patient's white blood cells were within normal levels and cultures were negative to date. Treatment with empiric cefepime and vancomycin were to continue. On (B)(6) 2021 the patient's weight was determined to be 32 pounds less than at admission. On (B)(6) 2021 the patient switched to oral furosemide twice daily. On (B)(6) 2021 the patient was discharged home.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.